Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to omsc for evaluation. It was confirmed that the ptfe pad was worn. In addition, the coating on the outer surface of the jaw was rubbed and peeled off. The manufacturing history record was reviewed, with no irregularities noted. This type of event is most likely related to the operator¿s technique. Based on the past similar cases, it seems that the ptfe pad was worn since the user activated the output in seal & cut mode while the grasping section is closed without contacting tissue. The peeling of the coating is considered to have occurred because the operator tried to scrape the coagulum build-up on the grasping section, metal-exposed area around it and the probe tips with a sharp object such as a scalpel or the tip of tweezers. The instruction manual of the device has already warned as follows; -do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. -if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
During the partial hepatectomy, the ptfe pad was damaged. The doctor replaced thunderbeat with a spare one and completed the procedure. There was no patient injury reported. When the device was evaluated on june 20, 2017, it was found that the coating on the outer surface of the jaw was rubbed and peeled off.